Manufacturer narrative:
Correction: product event summary: the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented that proximal continuity testing failed. (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing and high short interval counts (sic). Additionally the rv lead had no capture and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead had a spike in impedance to a high level. The patient had presented to the emergency room upon hearing an alert. The lead was turned off before it was subsequently explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).